Manufacturer narrative:
The service technician was unable to verify the reported issue. The unit passed the extended test at customer's settings without any unusual alarm or error condition.

Event description:
The customer reported to vyaire medical during transport setting had to be continuously adjusted and increased the pressure support when the revel ventilator would stop working. Vent stopped forcing air to the patient. Alarms appeared "blwr demand" and "svhp relief".the issue occurred during patient-use. At this time, there is no information regarding patient harm associated with the reported event.